Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1390 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the doctor inserted a PICC tube into the patient. The rear chest radiograph showed that the catheter was inserted too deep. To trim the catheter, the PICC accessory needs to be replaced. During the operation, it was found that the central venous catheter connection is loose, the buckle is not tight during installation, (if the buckle is not tight, it is easy to cause water seepage), it cannot be used, and one is replaced.